Manufacturer narrative:
(B)(4).a review of all batch record documents for potentially associated lot numbers h12j13025 and h12l21024 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Event description:
This is report 1 of 3 involved in this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). The patient experienced peritonitis, and they were admitted into the hospital on the same day. The patient was discharged from the hospital. The cause of the peritonitis was unknown. Treatment during hospitalization included vancomycin IV(dose unknown) and ceftazidime- IV(dose unknown). The patient was prescribed cefazolin ip (dose and frequency was unknown) and vancomycin ip x1 (dose unknown) for treatment at home. The patient was recovering for this event of peritonitis.

Manufacturer narrative:
(B)(4), same patient as (B)(4). Should additional relevant information become available, a follow-up report will be submitted.